Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error c-34 occurred on the the erbe and the monopolar energy was not functioning. The customer power cycled the erbe several times, but the issue persisted. The customer made the decision to use a 3rd party esu and the procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a 3rd party generator. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error. Rebooting the system could not solve the issue. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was found to have an error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.